Event description:
It was reported that the "fine coil wire" came loose near the tip of a smiths medical bivona® tts¿ tracheostomy tube. It was noted that the wire may have punctured the plastic. The patient reported having irritation from this and was changed out. There were no reported adverse patient effects.